Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017 she obtained results of ¿324, 340, 354 and 336 mg/dl¿ on the subject meter, performed more than 20 minutes apart, which she felt were inaccurately high. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes by self-adjusting her insulin doses and stated that on (B)(6) 2017 she administered two doses of insulin in response to the allegedly high results. The patient reported that one and a half hours after the alleged issue occurred she ¿fainted¿ and that at ¿11:00 to 12:00am¿ the emergency medical services (ems) were called, who performed a blood glucose test on an ems meter, which gave a result of ¿28mg/dl¿ and she was taken to an urgent care clinic where she was administered a glucagon injection and given food. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The test strips had not expired or been stored incorrectly. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. It was not possible for lifescan to conduct an evaluation of the subject test strip lot as the lot # was not provided. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.